Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver failed to charge and boot. The receiver was observed to be perpetually rebooting, but the receiver was opened for internal visual inspection and it passed. The ui-u1 pcba was detached from the main board to download the receiver log. The receiver log was reviewed and firmware errors were observed. The functional test could not be performed due to continuous initialization. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined.